Manufacturer narrative:
Device evaluation: the zib6 device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study and will capture stent occlusion. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ and ¿pain/discomfort¿ as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing condition and/or a known potential adverse event. The cause of the re-current biliary obstruction was due to tissue or tumor overgrowth. The site determined the event to not be related to the study device, or procedure and related to the patients pre existing condition of cancer. Also, as previously noted, ¿stent occlusion¿ and ¿pain/discomfort¿ are listed as potential adverse events in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on the (B)(6) 2019 the patient underwent a stenting procedure where 02 zib6 stents were placed in the common bile duct for liver metastasis from ovarian cancer along with a third non-study stent. There were no adverse events related to the procedure. On (B)(6) 2019 the patient experienced re-current biliary obstruction within one of the study stents and presented with abdominal pain. The cause of this was due to tissue or tumor overgrowth. The treatment involved surgical intervention (external and internal drain and medical of analgesics). The site determined the event to not be related to the study device, or procedure and related to cancer, tumor inside the stent. Confirmed quantity of 01 x used device. Patient death was reported on the (B)(6) 2019. The cause of death was unknown but as per medical advisor input, the cause of death was related to the cancer, tumor inside the stent.

Event description:
A supplemental report is being submitted due to completion of the investigation on 8 apr 2025.

Manufacturer narrative:
PMA/510(k) #: k182980 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2019 date of first implant procedure in common bile duct for liver metastasis from ovarian cancer. 2 study stents and 1 non-study stent placed. X2 zib6-? -10.0-60s. Pre-stent dilatation performed at bile stenosis. No adverse events related to the procedure. Chemotheraphy received on (B)(6) 2019. Hemoperitoneum (B)(6) 2019. 3 days post procedure. Medical treatment red blood cells transfusion. The site determined the event to not be related to the study device. Neoplasm progression (B)(6) 2019. 4 days post procedure. Endoscopic treatment 2 stents placed. The site determined the event to not be related to the study device, related to cancer. Re-current biliary obstructions (B)(6) 2019. 102 days post procedure. Obstruction within study stent. Due to tissue or tumor overgrowth. Patient presented with abdominal pain. Treatment surgical intervention external and internal drain and medical of analgesics. The site determined the event to not be related to the study device, related to cancer, tumor inside the stent. The reintervention for recurrent biliary obstruction was noted as successful. On (B)(6) 2019, the patient died. The cause of death was unknown.